Event description:
The critical care unit reported that a pt did not receive oxygenation during the span of one evening due to an occlusion of some sort in the pt outlet of the humidifier. The customer reported that they investigated all systems (o2 source, flowmeter, tubings, etc) and were able to narrow the problem down to the humidifier. The humidifier was bubbling inside but none of the flow was getting through to the pt. The pt in question was attended to by the consulting rt and was given extra oxygen. There was no other intervention and there were no permanent sequellae.